Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend, regarding patient's implantable neurostimulator (ins) for spinal pain. End of service (eos) was reported. Device is off/disabled and no longer providing therapy. Caller states she tried to 'jump start' the ins 6 or 7 times over the weekend. Caller states this was unsuccessful and then she saw eos on (B)(6) 2019. No allegation/dissatisfaction with ins longevity was reported. Patient was redirected to their hcp. No further complications were reported. (B)(6) 2019 additional information was received from the family/friend. It was reported that there are no device issues. The cause is solely user error. Patient has not charged the device diligently and has let it run down way too often. This matter has not been discussed with the hcp yet, therefore, no further interventions are planned at this time. Patient¿s weight was 145 lbs. At the time the eos was noted on (B)(6) 19. The hcp is out of town and the next appointment is not until (B)(6) 2019.